Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain and failed back syndrome-other reported therapy never helped them even after reprogramming. According to the consumer their healthcare provider (hcp) had given up on them and they were looking at doing an MRI of their back. The consumer then asked if their device could be removed, and were redirected to their hcp. Additional information received from the consumer reported there was no change that led to therapy not helping, and to be truthful ¿it was of literally no help from the beginning even after making adjustments many times, it was still no help, and the doctor had given up.¿ the consumer was working with another doctor who wanted them to have an MRI, but when they were trying to put the device into MRI mode to see if they were eligible for a full body MRI, but they were getting the screen that the implantable neurostimulator (ins) needed to be recharged. However, the consumer later stated they couldn¿t have an MRI unless they had the device taken out, which they were seriously thinking about. Additional information received form the consumer reported that he was not using the device because it had never helped. The patient stated it had never satisfied any of his condition. The patient kept telling manufacturer representatives that it was not working and they kept trying but could never get any place that was relieving the situation that he needed. The patient noted he still had the device implanted but it was not in use. The patient was directed to follow-up with the healthcare provider for reprogramming. Additional information was received from a patient. It was reported that they felt that programmers thought they could not help them. It was reported it took forever to charge and patient was in lots and lots of pain. It was reported they had several attempts to adjust it but issue was not resolved.